Event description:
A malfunction alarm was reported, and the specific malfunction code was identified and reset with assistance. There was an unknown impact on the customer's blood glucose level as it was not reported whether it exceeded 500 mg/dl. The customer was guided on resetting the pump and informed to continue using it, with instructions to contact technical support again if the malfunction code appeared again.